Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt reported she was unable to establish communication with the ipg using the pt programmer and scs charging system for several months and has not been receiving stimulation from the system for approximately a month. The pt is to meet with the sjm representative to troubleshoot ipg functionality.